Manufacturer narrative:
(B)(4).

Event description:
Pt does not remember error message while not observed during warm up without any readings or any other alerts or alarms. It was reported that an error occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the abdomen on (B)(6) 2021. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of an error is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.